Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed however unit received with corroded motor home switch and corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer also stated that they performed displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.